Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site. The physician believes the patient's symptom is caused by the left lead, as it only has two working contacts while the other contacts display high impedances. The physician has recommended that the entire system be replaced.

Manufacturer narrative:
Additional information was received that the patient will not undergo the explant due to non-device related issues. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2138-50, (B)(4), description: linear lead, 50 cm with pre-loaded 0.012 inch stylet.

Event description:
A report was received that the patient was experiencing a burning sensation at the ipg site. The physician believes the patient's symptom is caused by the left lead, as it only has two working contacts while the other contacts display high impedances. The physician has recommended that the entire system be replaced.